Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten however slot on top of the cap was damaged. A power loss was not duplicated and the battery compartment was intact. There were call sservice 054 errors present in the black box on 11/01/2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.